Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that white powder was attached on the catheter body and the catheter body appeared white before use. The powder was removed and the catheter was used. There were no patient complications reported.